Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose 488 mg/dl. The customer did not experienced the symptoms related to the high blood glucose. Troubleshooting was declined for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was treated with the manual injection and insulin pump. The insulin pump will not be returned for analysis.